Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient's attendant was not following aseptic procedures. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection 2gm (route and frequency not reported) for peritonitis. The patient¿s catheter was removed and was switched to hemodialysis. At the time of the report, the patient continued to be hospitalized. No additional information is available. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.